Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to hold the pin.

Event description:
It was reported that during testing prior to the start of the procedure, the device would not hold the pin. There was no pt involvement and no allegation of adverse consequences associated with this event.